Manufacturer narrative:
(B)(4). Reported event of stent positioning problem. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx stent was used in the distal common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the stent was difficult to deploy but the physician was able to deploy the stent in good position across the stricture. However, it was noted that following deployment the stent moved forward far into the bile duct. The stent was removed using rat tooth forceps. The physician placed another wallflex biliary rx stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.